Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported event, after the ivl balloon ruptured, the patient was noted to be experiencing heart rhythm issue due to a perforation. The physician used a covered stent to tamponade the perforation. After the procedure, the physician said he believed the perforation was due to a spur of calcium that caused a deep wall dissection. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient underwent a procedure to treat a de novo lesion located in the left circumflex (lcx). Access was obtained via left radial approach. The physician pre-dilated with obtuse marginal (om) artery with a 2.5 x 12mm takeru¿ ptca balloon dilatation catheter. Then the physician used a 2.5 x 12mm shockwave c2 coronary lithotripsy (ivl) catheter. The ivl balloon delivered ten pulses at 6 atms in the target lesion and then it was deflated. The balloon was again pressurized to 6 atms and another 10 pulses were delivered. During the procedure, the physician noted that the device was causing the patient to experience heart rhythm issue. Angiogram showed that that the ivl balloon had ruptured. After the balloon was removed, another angiogram was taken, and it showed a perforation. The physician immediately placed a 2.5x15 papyrus covered stent to tamponade the perforation however, during the placement, the guide catheter was blocking off the blood flow and the patient's blood pressure started to decline. Another angiogram was taken, and the perforation was observed to have been resolved. However, distal to the newly placed stent was a flow limiting dissection. The patient's heart rate went down to 30 beats and the staff called in for extra support. After assessing the patient, the nursing staff called a code because the patient was experiencing ventricular tachycardia (v-tach). Two other physicians were there for support, and they used a defibrillator twice to shock the heart to restore a normal heartbeat. After the patient was stabilized, two xience skypoint¿ stent - drug eluting stent system were implanted distal to the initial stent. An echocardiogram was performed to rule out pericardial effusion during the case and a second echocardiogram after the case. The patient was reported to be stable and was monitored with a subsequent echocardiogram to take place later that night. The patient was discharged to home the following day.